Event description:
It was reported that the lightbulb will not ignite and the unit experienced an e-1 error.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.